Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed where the critline filter screws into the dialyzer. Estimated blood loss was less than 50cc's. Patient did not require any medical intervention. Sample was discarded.

Manufacturer narrative:
The plant investigation has not been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.